Event description:
Hospital advised that at 4:00 p.m. A 50cc bag was set up in a secondary infusion at a rate of 150 ml/hr and volume to be infused of 50ml. Also a 250cc bag of solution was set up for a primary infusion at a rate of 10 ml/hr. At 9:00 p.m. Nurse observed that both bags were empty. These infusions were set on channel a. There was no pt consequence.